Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaints for central regurgitation and leaflet motion restricted-in patient were empirically confirmed based on the information available to date. Available information suggests procedural factors (post-dilation) may have contributed to the event as it was reported that ''after the post dilation, leaflet stuck with significant aortic regurgitation (ar) was observed''. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our japanese affiliate, that the patient underwent a transfemoral tavr with a 23mm sapien 3 ultra resilia valve, after valve deployment there was significant paravalvular leak (pvl) from the left coronary cusp side observed. Due to this post dilation was performed with nominal volume. However, after post dilation, a leaflet was stuck with significant aortic regurgitation (ar) was observed. Since the blood pressure decreased, a valve in valve was performed. The degree of calcification of the native valve was moderate, the size of the annular area was 385 mm2, the sinotubular junction (stj) diameter was 25.2 mm, the sinus of valsalva (sov) diameter was 30.0mm.